Manufacturer narrative:
The device will not be returned due to patient infection; therefore the complaint cannot be confirmed in addition, a device history record review cannot be performed as the lot number was not provided.

Event description:
It was initially reported that the unit zeroed but the pressure waveform was unstable. -additional information received on (07/01/10)- stated that the readings were inaccurate or unstable. The customer felt that the pressure measurement seemed inaccurate from the beginning and it did not seem that the measurement value was affected by the medication. It was measured at the femoral artery. Customer tried to measure the pressure at the femoral artery of the other leg, but the measurement value did not change. Around 1pm, it did not seem like it would have much pressure output clinically, the blood pressure measurement value started to go up. The customer did not feel the value was right and changed the device to a non-edwards blood pressure monitoring kit after the device was replaced, blood pressure measurement value shown was under 100mmhg.